Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular exhibited high impedance and loss of capture. The patient was not pacing dependent. The lead was reprogrammed. The patient would continue to be monitored.